Event description:
It was reported that during an unknown procedure the device did not staple after firing. No adverse patient consequences reported. Procedure was completed with same like procedure.

Event description:
The device did not cut or staple, therefore did not fire.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Correct data h1 upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.